Manufacturer narrative:
The investigation results were received on 8/12/16 and indicated a malfunction that made the event reportable. Device evaluation: the device was subjected to visual inspection, flow testing, electrical testing, and functional testing. The evaluation determined that the issue was caused by an electrical short. (B)(4).

Event description:
The patient reported that the pain relief was not to their expectation, and that they preferred oral medication. No device malfunction was reported. The pump was explanted and evaluated.